Manufacturer narrative:
Concomitant products: product ID: 388928, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the lead broke during trial and needed to be replaced by a new from stock. The rep stated that it was unknown if there was any environmental, external, patient factors that may have led or contributed to the issue. It was unknown is there was any diagnostics or troubleshooting performed. The rep stated the issue was resolved at the time of the report. It was noted the lead was explanted on (B)(6). The indication for use is unknown.